Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer ring, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the thread is broken at the reservoir compartment. Customer's blood glucose was unknown at the time of incident. No further details given.